Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: procedure happened a year and a half ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16740886.

Event description:
It was reported that the patient had an infection on the neck. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices was discarded. No further information could be obtained despite good faith efforts.